Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient has experienced erratic blood glucose since (B)(6) 2010, and believes the insulin delivery of the infusion device is inaccurate. She experienced hypoglycemia of approximately 38 mg/dl on (B)(6) 2011, (B)(6) 2012, and (B)(6) 2013. She notified a friend of hypoglycemia on one occasion and then lost consciousness. Her friend, who is also a doctor, delivered a glucose infusion. The alleged products were requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions were tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. According to the pump history, the time/date settings were lost after a restart of the pump. The acid of the supercap has leaked out. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting after restart. The history analysis showed that the user did not set the date and time correctly when the insulin pump restarted. Therefore, the hourly basal rate settings differed from the rates normally applied when the pump has the date/time properly adjusted. The battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used infusion set was visually inspected and tested for flow and tightness. The test results were within specifications.